Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. After further review, an initial emdr for this event was incorrectly submitted and the complaint had been created in error. There was no malfunction or adverse event reported and the event was simply an observation during service.. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. The initial reporter named is a getinge employee whose contact details are: (B)(6), which differs from that of the event site. The full name is (B)(4).

Event description:
It was reported that after performing a field action, the getinge service territory manager (stm) noted the cs100 intra-aortic balloon pump (iabp) had expired batteries, and safety disk. There was no patient involvement, and no adverse event reported.